Event description:
It was reported that the following an implant procedure, the ipg site got infected. The patient had pocket site washed out. The patient will undergo battery explant procedure. Additional information was received that the ipg site was busted open. The infection was not device nor procedure related and the caused was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
It was reported that the following an implant procedure, the ipg site got infected. The patient had pocket site washed out. The patient will undergo battery explant procedure.

Manufacturer narrative:
Sc-1416, (sn:(B)(6)). The returned device was analyzed and did not reveal any anomalies during the external visual inspection.

Event description:
It was reported that the following an implant procedure, the ipg site got infected. The patient had pocket site washed out. The patient will undergo battery explant procedure. Additional information was received that the ipg site was busted open. The infection was not device nor procedure related and the caused was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively.